Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced two nocturnal low glucose events while using the ilet and treated both with oral glucose tablets; the user inquired about adjusting the algorithm and was advised to discuss target or secondary target changes with their clinician. Symptoms included shakiness and feeling nervous, with a documented low of 50 mg/dl lasting approximately 15¿20 minutes. Outcomes included the need for self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included complaint intake and troubleshooting with education regarding potential target adjustments. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.